Event description:
It was reported that at device follow-up, that the rv pace impedance was larger than 3000ohms. During implant, the lead impedance measurements conducted with the analyzer showed 480ohms. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the outer tubing overlay was breached cut, there was blood/body fluid on the outer tubing overlay and in/on the helix/lobe mechanism, and there was explant damage. There was only one set of setscrew marks on the is-1 pin and it is too proximal; lead was not fully inserted into the device.